Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "door sensor broken ( unit would not turn off, keeps saying ¿close door¿)" was not reproduced. Evaluation was able to turn the pump off with no discrepancies or door close alarm. A review of the event history log revealed "door jammed!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper link out of adjustment. The link required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had broken door sensor (unit would not turn off, kept saying "close door") during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.